Event description:
It is reported that the pt was revised due to the screw backing out of the lcck articular surface.

Manufacturer narrative:
This report will be amended when our investigation is complete.